Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The visual inspection of the large clip applier instrument did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed the clip test. The instrument was fully functional. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting motion issue while firing the large clip applier, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced defective instrument with a new one to resolve the issue. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A site history was performed and discovered patient identifier (B)(6), in which the same instrument had a similar issue but in a different procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the large clip applier instrument jerked right while firing. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. Per customer, it was an instrument issue. Site swapped out to a new large clip applier, and it fired with no arm movement. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the unexpected motion occurred when attempting to place a clip around a vessel/tissue. The unexpected motion occurred during clip closure. The clip did not become dislodged from the instrument and fall inside the patient. The issue occurred with the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The movements of the surgeon did scale appropriately to the instrument. The timing of instrument movement was appropriate. The instrument was only used once. The instrument was inspected prior to use. The issue occurred approximately 30 minutes after starting the procedure.